Event description:
It was reported that the right ventricular (rv) shock lead exhibited a gradual increase in impedance measurements over time, eventually exceeding the upper limit of the normal range, with a recorded value greater than 149 ohms. Technical services recommended lead replacement and discussed possible causes. At this time, the lead remains in service. No adverse patient effects have been reported.